Manufacturer narrative:
Insulin pump received with minor scratched lcd window, broken end cap, loose drive support disk, cracked case at the display window corners, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip. Unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test, operating currents, self-test, a21 error test and off no power test due to broken end cap.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the drive support cap is loose and is sticking out of the insulin pump. Customer's blood glucose reading at the time of the incident was 140 mg/dl. Customer also reported a cracked display screen. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.